Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software crashed and was inaccurate once the software was brought back up. The patient was re-registered and the procedure was completed successfully without a delay, medical intervention, or adverse consequences.

Manufacturer narrative:
The reported event of a severe error causing the software to shut down could be confirmed based on the information available in the log files. The accuracy issues could not be confirmed. Based on this information, the application was started 120 times in the reported time period; one severe error and 4 unusual terminations were recorded during this time. However, the detailed logs for the event date of the severe error were not available for review, so there is no further information about the error or the possible accuracy issues after the system restarted. Possible contributing factors of a severe error/unusual termination event are as follows: the system/software was not properly exited with the exit button (unplugging system or turning off tablet). Installation of additional software or modification of system. System/software instabilities over time. Possible contributing factors of accuracy issues are as follows: CT dataset does not match actual patient on day of surgery. Headset moves relative to patient and surgeon does not notice or reregister. Issues with applying registration mask to patient¿s skin.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the profess software crashed and was inaccurate once the software was brought back up. The patient was re-registered and the procedure was completed successfully without a delay, medical intervention, or adverse consequences.